Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022while reportedly wearing the lifevest.   The device was started up at 06:31:27 on (B)(6) 2022. At 06:34:22, an arrhythmia was detected. ECG shows sinus tachycardia @ 130 bpm degrading to vt from 160-150 bpm motion artifact and tactile artifact and electrode lead fall off. The rhythm then self-converts to sinus tachycardia @ 130 bpm with motion artifact and electrode lead fall off. The patient was in vt for approx. 31 seconds before the rhythm self-converts to a slower rhythm. The device properly detected vt. However, rb use, tactile artifact, electrode lead fall off, heart rate was at or below the threshold for treatment, and the patient was not in detection sequence long enough preventing the lifevest from treating the patient during the arrhythmia detection. The electrode belt was disconnected at 06:47:51 on (B)(6) 2022.